Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, the sensor had a bent cannula; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump kept going into threshold suspend. The customer's sensor glucose reading was 67 mg/dl but his blood glucose level was 186 mg/dl. His sensor and blood glucose difference was not within an acceptable range. The customer noticed a rash from the tape. He stated the sensor was burning. When he removed the sensor, it was bent to the right. The customer was advised that the device would be replaced and agreed to return the product for analysis.